Manufacturer narrative:
Additional information was received that the patient's excruciating pain was resolved. The patient was doing well. No further course of action.

Event description:
A report was received that the patient's pocket site was too loose causing the ipg to flip and the ipg could not be charge. The patient underwent a revision procedure wherein the ipg and the lead was replaced. It was noted that the lead was seen frayed after it was removed. After the procedure the patient was experiencing excruciating pain which was believed to be procedure related. The patient was prescribed pain relievers.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pocket site was too loose causing the ipg to flip and the ipg could not be charge. The patient underwent a revision procedure wherein the ipg and the lead was replaced. It was noted that the lead was seen frayed after it was removed. After the procedure the patient was experiencing excruciating pain which was believed to be procedure related. The patient was prescribed pain relievers.